Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an erbe generator error was reoccurring and the erbe vio had to be power cycled to recover. The technical support engineer (tse) checked the live system logs and confirmed the errors. The procedure was otherwise completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received from the user facility as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. Intermittent c-00 error indicating an issue with the central processing unit (cpu) and internal sensors. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation indicated that the unit was returned for failure analysis and the reported failure ¿intermittent error c-00¿ was reported during boot and additional error m-02-3 was also observed. The unit will be returned to the original equipment manufacturer (OEM) for repair. Upon visual inspection the unit was found in good condition. A log review was performed and it was confirmed that a benign hysterectomy was performed via system sk4467 on (B)(6)2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer had to power cycle the erbe to clear the error after the start of the procedure due to non-recoverable errors. The iesu was replaced to resolve the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.